Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s visit to the ER is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no products are expected for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No system or instrument log reviews could be performed with the lack of product and procedure information on file at the time. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following: although the indication of the MRI, what symptoms the patient presented with, whether the patient had any intra-operative or post-operative complications and what medical intervention was administered to the patient, if any are unknown, this complaint is being conservatively reported as a reportable adverse event as attempts to gather additional information about the issue were unsuccessful. The customer stated that the patient had a previous da vinci procedure performed on an unspecified date. An unspecified time later, the patient was admitted to the ER although no details were provided regarding why the patient was hospitalized.

Event description:
On (B)(6) 2021, intuitive surgical, inc. (Isi) received a call from the materials coordinator of the hospital to inquire if it was safe to perform an MRI in a patient (who was currently in the ER) with staples from a previous da vinci procedure. It is unknown at this time what da vinci procedure was performed, the console surgeon, the procedure date, the brand of the staples used, the presenting symptoms and the indication of the MRI test. Isi followed up with the hospital's robotic coordinator, materials coordinator, materials manager, risk manager, paralegal counsel and ER manager but was unable to get any further information about the patient, procedure details of indication of the MRI.